Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that there was nothing showing on the insulin pump display. Customer stated something did come up earlier and the display was there at the time of the call. Customer reportedly went to bolus and numbers were scrolling on their own prior to a button error alarm occurring. Customer's blood glucose was 117 mg/dl. The insulin pump reportedly was not bumped, dropped, or exposed to moisture. Neither damage nor corrosion was noted on either the battery spring or compartment. Customer was advised to insert a new battery and the display returned. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.